Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was not available for evaluation h3 other text : the system log files were not available for review.

Event description:
It was reported that after registration, the landmark test was passed within the acceptable deviation. However; it was found to be inaccurate when comparing the actual and virtual representations of the patient's anatomy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that after registration, the landmark test was passed within the acceptable deviation. However; it was found to be inaccurate when comparing the actual and virtual representations of the patient's anatomy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.